Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Stryker rep reported that "the inner metal component wouldn¿t seat properly" and that on thorough inspection it seemed that the poly was bending/distorting."